Event description:
Customer reported a power source alert. There was no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting steps, including using different wall adapters and charging cables, without resolving the issue. Technical support decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy for insulin delivery.